Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to the following fields of the initial report where the fields were inadvertently left blank: d4, e2, e3, e4, correction to the initial report: d8 and h6: medical device problem code from "2292 - defective component" to "1562 - material separation". Additional information: h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the event occurred due to hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the duodenovideoscope had a gap on distal end adhesion area. There were no reports of patient harm.